Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised five times on unknown dates due to pain, wear, and fracture. Patient has no metal allergy or infection. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised five times on unknown dates due to pain, wear, and fracture. Patient has no metal allergy or infection. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates a revision procedure occurred on (B)(6) 2007 in which competitor products were implanted. An operative report dated (B)(6) 2012 notes a revision procedure occurred due to pain and loosening of a fracture fixation plate on the greater trochanter. The plate, acetabular liner and modular head were removed and replaced with competitor products.

Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised five times on unknown dates due to pain, wear, and fracture. Patient has no metal allergy or infection. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicates a revision procedure occurred on (B)(6) 2007 in which competitor products were implanted. An operative report dated (B)(6) 2012 notes a revision procedure occurred due to pain and loosening of a fracture fixation plate on the greater trochanter. The plate and modular head were removed and replaced. The competitor liner and cup were removed and replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.